Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-extension, upn: (B)(4), model: sc-3138-55, serial: (B)(4), batch: 20925951. Product family: scs-linear leads, (B)(4), batch: 20759445. Product family: scs-linear leads, upn: (B)(4), model: sc-2352-50, serial: (B)(4), batch: 20903786.

Event description:
A report was received that the patient experienced inadequate and uncomfortable stimulation due to high impedances on the leads and lead extensions. The patient underwent a revision procedure where two lead extensions were replaced as they had more impedances than the leads. The patient is doing well postoperatively.

Manufacturer narrative:
Device analysis for the returned lead extensions- lead extension sc-3138-55, sn (B)(4) the complaint of high impedance was confirmed. Analysis of the lead extension revealed cables 1, 5, 6, 7 and 8 were fractured after the weld in the distal connector stack. This type of damage typically occurs when excessive tensile force is exerted onto the lead body and connector section of the lead. Bending the distal end could also cause cable fractures in the connector section of the lead. The broken cables are still contained inside the connector. Lead extension sc-3138-55, sn (B)(4) the complaint of high impedance was confirmed. Analysis of the lead extension revealed cables 6, 7 and 8 were fractured after the weld in the distal connector stack. This type of damage typically occurs when excessive tensile force is exerted onto the lead body and connector section of the lead. Bending the distal end could also cause cable fractures in the connector section of the lead. The broken cables are still contained inside the connector.

Event description:
A report was received that the patient experienced inadequate and uncomfortable stimulation due to high impedances on the leads and lead extensions. The patient underwent a revision procedure where two lead extensions were replaced as they had more impedances than the leads. The patient is doing well postoperatively.